Manufacturer narrative:
Occupation is lay user/patient. The test strips were requested for investigation. The strips are not expected to be sent back. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Test strip retention samples passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." This event occurred in (B)(6). Unique identifier (UDI) #: (B)(4).

Event description:
There was a complaint of questionable inr results with coaguchek in range meter serial number (B)(4) compared to a laboratory using a stago neoptimal method. On (B)(6) 2021, the result from the patient's meter was 5.0 inr. The result from a second meter was 4.7 inr. The result from the laboratory was 3.8 inr. On (B)(6) 2021, the result from the patient's meter was 3.6 inr. The result from a second meter was 3.1 inr. The result from the laboratory was 2.7 inr. The time between measurements was less than 3 hours. The patient¿s therapeutic range is 2.5-3.5 inr.